Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that an alert was triggered via the remote patient monitoring system that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed historical data and noted a gradual increase in shock impedance measurements since system implant that appears to have plateaued; no episodes of noise were observed. Ts provided suggestions for managing the patient. No adverse patient effects were reported.